Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. No parts returned for analysis

Event description:
Information was received from a site biomed engineer regarding an imaging device system outside of a procedure. It was reported that the imaging system was intermittently entering e-stop. The issue occurred when the system was parked and not in use. The dongle was checked and was not damaged with a tight connection. There was no patient present when this issue was identified.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the software functioned as designed.